Manufacturer narrative:
It is unknown if the device will be returned. PMA/510(k) number = unavailable as the device lot number, rpn, and gpn are unknown. (B)(4). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
As reported, during an unknown procedure, the hub separated from an unspecified cook micropuncture catheter, leaving the catheter in the patient's body. The catheter was surgically removed from the patient. Additional information has been requested, but is unavailable at this time.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Description of event: as reported, during an unknown procedure, the hub separated from an unspecified cook micropuncture catheter, leaving the catheter in the patient's body. The catheter was surgically removed form the patient. Additional information was received 10aug2020. The complaint device was inserted into the right antecubital fossa and was left in place for approximately 48 hours. The hub of the catheter separated upon removal of the device. The access site was not calcified or scarred, and resistance was not reported during insertion or removal of the components. The device was successfully removed surgically from the hospitalized patient. Investigation ¿ evaluation a document based investigation was also performed including a review of documentation, the instructions for use, quality control data, and specifications. The complaint device was not returned; therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. The lot number of the device is not known; accordingly, a review of the device history record could not be conducted. The current IFU for mpis sets is states that the intended use of the device is for the placement of wire guides up to 0.038 inch diameter into the peripheral vascular system when a small 21 gauge needle stick is desired. A CAPA was previously opened in response to a high number of complaints associated with this failure mode. The CAPA was closed at the root cause phase. Risk benefit analyses were performed for rpns in scope of the CAPA. The rbas concluded that the benefits of using the device outweigh the risks. There was no product information provided in the complaint nor was the device returned for evaluation and thus a definitive cause for this failure could not be determined. However, based on the event description it was most likely that user error played a part in this failure. Per the IFU the device is not intended to be left in place, the device was left in place in this case for 48 hours. Per the quality engineering risk assessment, no further action is warranted. Cook will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was received 10aug2020. The complaint device was inserted into the right antecubital fossa and was left in place for approximately 48 hours. The hub of the catheter separated upon removal of the device. The access site was not calcified or scarred, and resistance was not reported during insertion or removal of the components. The device was successfully removed surgically from the hospitalized patient.